Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a healthcare worker was using a bd vacutainer® adapter with luer adapter attached to a biomerieux holder to take blood cultures from a PICC line. After the blood cultures were taken, the healthcare worker attempted to remove the luer adaptor and holder for the PICC line, the luer adaptor came away form the holder, the grey sheath separated from the needle, and the healthcare worker suffered a contaminated needle stick injury. Both the source patient and healthcare worker received post exposure lab work. The source patient is deemed as low risk.

Manufacturer narrative:
Results: customer photos were received showing a used luer adapter threaded into a biomerieux blue holder, without a sleeve, and of a used luer adapter not threaded into a biomerieux holder without a sleeve. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.